Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system upload had stopped, and no medications were showing as available for removal. A technical support specialist (tss) found the station has been re-imaged and found retried error and applied knowledge article ¿retry - insert into purge.purgestatistics¿ to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device upload stopped no medications were shown. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.